Event description:
It was reported this device had worn gears, produced an incomplete mesh, and had a broken ratchet. The living legacy foundation is a cadaver skin bank and there was thus no patient involvement. No adverse events were reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined a pre-test could not be performed due to a damaged gear and the ratchet gear and roller were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.